Event description:
High threshold and unable to remain in ddd reverted to vvi. Reset and tried without effect. Early battery voltage drop due to increased threshold at pacing/endocardial interface. Load impedance normal. Problem detected during pacemaker routine surveillance.